Event description:
It was reported that the procedure was to treat a thrombotic lesion in the right coronary artery (rca) with mild tortuosity and 99% stenosis. The balance middleweight universal ii guide wire was used; however, the maneuverability and torque performance were worse than usual. There was a little resistance with the anatomy during advancement. An attempt was made to remove the wire but it was stuck in a large amount of thrombus which was already present in the anatomy. Suction was immediately performed to remove the thrombus; however, the wire's maneuverability did not improve. Therefore, the wire was removed with the other devices as a single unit, and a non-abbott guide wire was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the maneuverability (difficult to advance) and torque performance (material too soft / flexible) were ¿worse than usual.¿ in this case, it was stated that the guide wire interacted with the patient¿s mildly tortuous and 99% stenosed lesion, resulting in the difficulty experience during advancement. It is likely that the interaction with the anatomy also impacted the torque performance (material too soft / flexible). Additionally, it was reported that the guide wire interacted with a thrombus during removal, likely contributing the difficulty encountered during removal. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.